Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the back therapy electrode pads. The skin irritation was described as a rash that was red and itchy and looked like a heat rash. The patient's doctor prescribed triamcinolone cream to the patient for the irritation. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful